Event description:
An issue was reported where the insulin gauge on a pump displayed a different amount than expected, specifically showing 55 units instead of the caller¿s expected 20 units. There was no adverse impact to the customer¿s blood glucose level. Customer technical support advised the caller on the importance of removing air from the cartridge before filling and guided them through the process of loading a new cartridge. The caller acknowledged the steps but chose not to administer a test bolus and would monitor the situation for any necessary follow-up.